Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block e1: initial reporter address 1: sapporo city nishi-ku yamanote 7-1-1. Block h6: (B)(4). Block h10: a wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned device did not find any damages or issues to the delivery system. The investigation concluded that the reported event was likely due to adverse factors and/ or conditions related to procedure during the use of the device may have limited the device performance. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on january 08, 2019 that a wallflex biliary rx partially covered stent was to be used in the bile duct during a stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous. According to the complainant, the delivery system was inserted into the common bile duct over the guidewire. During stent deployment, the stent was released with the distal end coming out at about 1 cm from the papilla. Reportedly, there was no resistance in deploying the stent; however, the outer sheath reached the limit marker and the stent was not fully deployed. According to the complainant, the scope was manipulated several times, and the outer sheath was pushed and pulled. Eventually, the stent was deployed but the stent got shifted from the target location. The stent was removed from the patient and a different stent was placed to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter address 1: (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that a wallflex biliary rx partially covered stent was to be used in the bile duct during a stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous. According to the complainant, the delivery system was inserted into the common bile duct over the guidewire. During stent deployment, the stent was released with the distal end coming out at about 1 cm from the papilla. Reportedly, there was no resistance in deploying the stent; however, the outer sheath reached the limit marker and the stent was not fully deployed. According to the complainant, the scope was manipulated several times, and the outer sheath was pushed and pulled. Eventually, the stent was deployed but the stent got shifted from the target location. The stent was removed from the patient and a different stent was placed to complete the procedure. There were no patient complications as a result of this event.